Event description:
The manufacturer was contacted by the pt's attorney on june 30, 2006 notifying the following event was now a legal file. In 2005, the pt reported intermittent shocking and the formation of a blister near the spine. On october 3, 2005 additional information was received from the hcp stating the pt had developed some burning in the mid-thoracic spine near the stimulator incisions which developed a blister and ruptured. The hcp did not think this was related to the stimulator due to the location and suggested possible shingles. The hcp again saw the pt for follow up stating the stimulator was back on and pt continued to have some burning. X rays were reviewed with no obvious abnormalities underneath or close to the ulceration. The ulcerations had scabbed over and there were no other areas of erythema or drainage. The device was checked, with high impedences indicating a short. The hcp reported this did not explain the ulcerations but a revision was scheduled. About twelve days later, the pt underwent revision surgery. During the procedure, the connection boot for the extension was found densely adherent or melted on one side. The extension was replaced and the pt recovered without sequela.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Information is provided in the future, a supplemental report will be issued.

Event description:
Upon additional review of the source information, it was reported on (B)(4) 2005 that the patient was seen in the emergency room on (B)(6) 2005 and was not sure if she had some sort of burn or might have developed some shingles. The patient experienced a burning sensation that penetrated from her breastbone through to her back. The sensation became a ¿shocking¿ sensation so the patient had turned it off. The patient was also complaining of worsening back and leg pain. The patient had two areas of blisters which seem to have ruptured to the left of her thoracic spine. One is at least 10-12 centimeters from the midline and the other is at least 5-6 centimeters from the midline. The incision itself looked okay. There was some red streaking between here and the midline. The health care provider certainly did not think that this was related to her stimulator because her stimulator is entirely right-sided. The health care provider discussed options regarding her chronic back and leg pain and the patient would need extensive surgery that would have a low chance of success, so the patient was thinking of doing a morphine pump trial. Follow-up was completed with the patient on (B)(6) 2005 that noted that the patient¿s cabling was not underneath or close to her left-most ulceration. Impedances measurements found lead 1 had normal impedances while lead 2 had greater than 4000 impedances which indicate a short. An x-ray was performed on (B)(6) 2005 to determine where the short was in the system; however the health care provider did not see a definitive break in her system. Discontinuity in the system on channel 2 was still noted. The manufacturer representative had tried to reproduce the uncomfortable stimulation during troubleshooting prior to surgery and was able to get a good paresthesia pattern without noxious stimulation even with palpation. Impedances were normal once the amplitudes were increased to about 2 amps. Surgery notes from (B)(6) 2005 indicated that there was a failed spinal cord stimulator. A revision of the implantable neurostimulator pocket with replacement of the leads was performed. The connections with extensions were identified and the rubber booties were removed easily from one side; however the other side was densely adherent and almost welded to the connector. The manufacturer representative noted that the boot was melted onto the connection so the surgeon could not get the boot off. The connector was hard and not pliable. It was split completely down next to the third set screw down to the wires. Inspection of the middle portion of the connector appeared to reveal a fracture of the connector. The abdominal pocket was opened at this time to replace the extensions. The extensions were removed and two new extensions were passed and attached to the generator. Medical adhesive was utilized and connected the spinal leads to the extensions. Medical adhesive was also used to seal a small area where the insulation was loose; however this clearly was inside of the booty. The patient was also implanted with a pain pump and the health care provider and the wound on the back was healing nicely and the patient was getting good stimulation with the stimulator, but the spinal cord stimulation did nothing to relieve her back pain. Additional information was received from the patient on (B)(6) 2016 that reported that she had a stimulator implanted for less than a year prior to (B)(6) 2004 that ¿electrocuted¿ her and ¿burned up¿ and then it was replaced. Since 2004, she used pain stimulation therapy twice and never used it again because she was afraid to use it. The patient could not remember the dates or the year. Manufacturer¿s records indicate that the patient only had the extensions replaced in 2005 and that the implantable neurostimulator remained implanted.